Event description:
It was reported that the ilet pump¿s display assembly delaminated after the user bumped the device against a wall, rendering the screen unusable and necessitating replacement. Symptoms included no reported adverse health effects. Outcomes included no changes to clinical status and no need for medical intervention or hospitalization. Investigation included remote troubleshooting and user education, verification of addresses, return logistics, and guidance to shut down the device, sync data via the mobile app, and continue cgm use with the dexcom app or receiver. Investigation of this case revealed a hardware screen bezel separation consistent with physical impact damage to the display component, with no associated alerts or alarms. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage from external impact.